Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective o2 mixer assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
During ventilation, oxygen cannot reach set value if set higher than 50% with the highest discrepancy at 100% setting. The resulted value is much lower and in high discrepancy which results in an alarm. Device under warranty. Various troubleshooting techniques have been applied: re-calibrated o2 sensor, swapped o2 sensors, swapped o2 hoses, tried different o2 tanks and wall supply, checked the internal connections and pneumatics. Please advise.